Event description:
It was reported when using the bd pyxis ciisafe system unexpectedly stopped responding, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station stopped responding before the time. A technical support specialist reviewed the table and error logs prior to shut down. Found no issue with the station. The system functioned as intended after the technical support specialist troubleshooted the device.